Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a wallflex biliary uncovered stent had been implanted during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed approximately eight months ago. Reportedly, the stent had been placed for palliative care of the patient. According to the complainant, the patient returned to the hospital in kidney failure, with jaundice and sepsis due to her late stage disease progression. On (B)(6) 2020, an endoscopic retrograde cholangiopancreatography (ercp) procedure was performed and the stent was found to be occluded. Sweeping with a biliary stone retrieval balloon was attempted to clear the stent, but it failed and another wallflex fully covered biliary stent was implanted inside the old stent with adequate drainage achieved. Reportedly, during the procedure, bleeding was noted from an esophageal laceration. Per thephysician, the tissue was very friable likely due to chemotherapy and overall condition of the patient. Hemostasis was achieved by placing a partially covered esophageal stent over the area and the procedure was completed. Reportedly, post procedure, the condition of the patient continued to worsen. The patient went into multiple organ failure and passed away within 24 hours of the procedure due to overwhelming sepsis and multi-organ failure. In the physician's assessment, the bleeding and patient's death were not related to the occluded stent but rather to the patient's overall poor condition.